Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had experienced an over-delivery, having delivered more than programmed. The pump had been set for 46 hours, but after 32 hours, the bag had been empty. Despite this, it had still indicated that 32 hours remained. The starting volume was 138ml, reservoir volume was 138ml. The amount of medication remaining in cassette/bag did not match the reservoir volume displayed on the pump, they did not attempt to withdraw the remaining medication in the reservoir. Leng of infusion was 46, lock level was locked. The pump was not used to prime the extension tubing, they used saline syringe. Patient was not medically affected. The event occurred while in use with a patient at the patient's home. There was patient involvement, and no patient harm/adverse event reported.